Event description:
The customer reported receiving a device error service required message during the monitoring of a patient. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.